Event description:
There were multiple failures from the sedgwick for the smiths medical bivona tracheostomy tube recall that clearly identified the potential for serious patient harm before the class 1 determination by the FDA. The issues included, but were not limited to: 1. Providing inaccurate information about the correct impacted list of items stating that a list of 2,000 lot numbers from canada was correct for the us, when the official list was over 7,000 lot numbers. 2. Failing to send recall notifications multiple times. 3. Failing to include the impacted lot numbers distributed or the master list. 4. Failing to identify facilities being within the scope of the recall. The issues above contributed to a significant delay in the appropriate response to the recall for hospitals and distributors.